Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal and (uso) upstream occlusion seal and damaged air detector. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was due to a damaged air detector. As a result, the downstream/upstream occlusion seal and air detector were repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was alarming "air in line." There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.